Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("located along the anterior wall of the uterus / one of the essure micro-inserts was embedded in the wall of uterus"), device expulsion ("located along the anterior wall of the uterus / one of the essure micro-inserts was embedded in the wall of uterus/migration of essure device"), device breakage ("two millimeter metallic fragment of presumed, essure micro-insert, near the right fallopian tube/device breakage") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (birth dates: (B)(6) 2005, (B)(6) 2011), murmur functional, asthma, seasonal allergy, cardiac operation (hole in heart 1998), congenital cardiac septal defect in 1998, benign neoplasm in 1999 and tooth pain. Previously administered products included for an unreported indication: antibiotics and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin; and malaise with antibiotics. Concurrent conditions included overweight. Concomitant products included normensal (ortho-novum 7/7/7) from 1-jan-2015 to 6-may-2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced back pain ("pain: lower back pain") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe tightening and cramping in her lower abdomen"). The patient was treated with surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy), surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy), surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy) and surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, abdominal pain lower, vaginal haemorrhage, menorrhagia and back pain outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, embedded device, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, operative note revealed essure placed into each of the fallopian tube without difficulty. Instruments were removed. The patient tolerated the procedure well and left the or satisfactory condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram - on (B)(6) 2015: essure located along the anterior wall of uterus.; on (B)(6) 2016: breakage of essure device; on an unknown date: urinary urgency hematurai ultrasound uterus - on (B)(6) 2015: right essure micro-insert could not be visualized (B)(6) 2015, one view (s) of the abdomen revealed abdomen ap grossly unmarked able ,no evidence of bowel obstruction. Left adnexa essure wire appears in good position right adnexa essure is poorly visualizes recommendation: pelvis hsg with contrast abdomen/pelvis CT will better localize the approximate position of pelvis essure wires; however intrauterine contrast injection is needed to definitively discern that both essure wires are adequately obstructing both fallopian tubes. Indication: 37-year-old female post essure placement (B)(6) 2015 findings: left hemi pelvic demonstrates single essure, appears to be in good position. However abdominal radiograph does not reliably identify right adnexa essure wire, although there is a single radio density possibly essure wire. Abdomen, ap grossly unremarkable, no evidence of bowel obstruction, left adnexa essure wire appears in good position right adnexa essure is poorly visualized recommendation: pelvis hsg with contrast; abdomen/pelvis CT will better localize the approximate position of pelvis essure wires; however intrauterine contrast injection is needed to definitively discern that both essure wires are adequately obstructing both fallopian tube. On (B)(6) 2015, abdomen: :the lung bases are clear. The liver ls normal spleen, adrenal glands, and kidneys are normal in appearance. The pancreas, gallbladder is normal there is nc free air or lymph node enlargement. Abdominal aorta is not aneurysmal. Pelvis: there is nc bowel wall thickening or obstruction. There is no free fluid. Lymph nodes are not the uterus is enlarged. Normal in urinary bladder is unremarkable. Size. There are bilateral essure devices in place. The left device ls likely in position. The right device is along the anterior wall appropriate of the uterus here is a 2 mm metallic fragment of the presumed right ~essure device more inferiorly, near the right fallopian tube however, CT evaluation of essure devices is often limited. Appendix is somewhat poorly seen. Skeleton: there are no acute fractures. No suspicious bony lesions. Impression: suspect malposition right essure device. On recent radiograph, the device was much more cephalad than expected, overlying the sacrum and may have been either in the peritoneal cavity or within a bowel loop. Current weight 200.00 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("located along the anterior wall of the uterus / one of the essure micro-inserts was embedded in the wall of uterus"), device expulsion ("located along the anterior wall of the uterus / one of the essure micro-inserts was embedded in the wall of uterus/migration of essure device"), device breakage ("two millimeter metallic fragment of presumed, essure micro-insert, near the right fallopian tube/device breakage"), pelvic pain ("cramping in pelvic area/severe pain on her right side/pain: right quadrant pelvic pain (when not menstruating)") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (birth dates: (B)(6) 2005, (B)(6) 2011), murmur functional, asthma, seasonal allergy, cardiac operation (hole in heart 1998), congenital cardiac septal defect in 1998, benign neoplasm in 1999 and tooth pain. Previously administered products included for an unreported indication: antibiotics and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin; and malaise with antibiotics. Concurrent conditions included overweight. Concomitant products included normensal (ortho-novum 7/7/7) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced back pain ("pain: lower back pain") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe tightening and cramping in her lower abdomen"). The patient was treated with surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy), surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy), surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy), surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy) and surgery (on (B)(6) 2015, patient underwent bilaterally salpingectomy and on (B)(6) 2017, total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and back pain outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, operative note revealed essure placed into each of the fallopian tube without difficulty. Instruments were removed. The patient tolerated the procedure well and left the or satisfactory condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Computerised tomogram - on (B)(6) 2015: essure located along the anterior wall of uterus.; on (B)(6) 2016: breakage of essure device; on an unknown date: urinary urgency hematurai ultrasound uterus - on (B)(6) 2015: right essure micro-insert could not be visualized (B)(6) 2015, one view (s) of the abdomen revealed abdomen ap grossly unmark able ,no evidence of bowel obstruction. Left adnexa essure wire appears in good position right adnexa essure is poorly visualizes recommendation: pelvis hsg with contrast abdomen/pelvis CT will better localize the approximate position of pelvis essure wires; however intrauterine contrast injection is needed to definitively discern that both essure wires are adequately obstructing both fallopian tubes. Indication: (B)(6) year-old female post essure placement (B)(6) 2015 findings: left hemi pelvic demonstrates single essure, appears to be in good position. However abdominal radiograph does not reliably identify right adnexa essure wire, although there is a single radio density possibly essure wire. Abdomen, ap grossly unremarkable, no evidence of bowel obstruction, left adnexa essure wire appears in good position right adnexa essure is poorly visualized. Recommendation: pelvis hsg with contrast; abdomen/pelvis CT will better localize the approximate position of pelvis essure wires; however intrauterine contrast injection is needed to definitively discern that both essure wires are adequately obstructing both fallopian tube. On (B)(6) 2015, abdomen: the lung bases are clear. The liver ls normal spleen, adrenal glands, and kidneys are normal in appearance. The pancreas, gallbladder is normal there is nc free air or lymph node enlargement. Abdominal aorta is not aneurysmal. Pelvis: there is nc bowel wall thickening or obstruction. There is no free fluid. Lymph nodes are not the uterus is enlarged. Normal in urinary bladder is unremarkable. Size. There are bilateral essure devices in place. The left device ls likely in position. The right device is along the anterior wall appropriate of the uterus here is a 2 mm metallic fragment of the presumed right ~essure device more inferiorly, near the right fallopian tube however, CT evaluation of essure devices is often limited. Appendix is somewhat poorly seen. Skeleton: there are no acute fractures. No suspicious bony lesions. Impression: suspect malposition right essure device. On recent radiograph, the device was much more cephalad than expected, overlying the sacrum and may have been either in the peritoneal cavity or within a bowel loop. Current weight (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: the case is medically confirmed. Reporter information was updated. This case concerns (B)(6) year old patient. Her demographics were updated. Her historical condition and concurrent condition was added. Lab data was updated. Essure lot number was added. Her concomitant medication was added. Events: perforation (uterus), pain on the right side was updated to right quadrant pelvic pain (when not menstruating), abnormal bleeding (vaginal, menorrhagia), pain: lower back pain and pain: abdominal pain. After her fallopian tubes were removed in 2015, the abdominal pain improved somewhat after two weeks . After the hysterectomy in 2017, the bleeding an abdominal pain improved completely. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping in pelvic area,"), embedded device ("located along the anterior wall of the uterus / one of the essure micro-inserts was embedded in the wall of uterus"), device breakage ("two millimeter metallic fragment of presumed, essure® micro-insert, near the right fallopian tube") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe tightening and cramping in her lower abdomen") and pain ("severe pain on her right side"). The patient was treated with surgery (in (B)(6) 2017, plaintiff had total hysterectomy, removing both, uterus and cervix) and surgery ((B)(6) underwent a laparoscopy, bilateral salpingectomy, and removal of foreign body). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, abdominal pain and pain outcome was unknown. The reporter considered abdominal pain, device breakage, embedded device, genital haemorrhage, pain and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.